Manufacturer narrative:
Follow up indicated that the physician did not believe the infection to be device-related; the physician stated it was caused by inadequate wound care. The patient has recovered without sequelae.

Manufacturer narrative:
The manufacturing and sterilization records were reviewed, and no related non-conformities were found.

Event description:
It was reported to nevro that the patient acquired an infection. Nevro attempted to obtain additional information regarding the nature of the infection but was unsuccessful. The device was removed and there have been no reports of further complications regarding this event.